Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system unexpectedly exited the synergy cranial 2.2.6 software when moving from the registration screen to the navigation screen. The system returned to the logo screen and powered down. In trouble-shooting, a system re-boot restored normal function. After moving to the navigation screen, accuracy was verified without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.no further issues have been reported.

Manufacturer narrative:
The system log files were evaluated. The log files did not contain information that indicates the system exited. However, the symptom suggests that it may be related to a memory corruption issue. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.